Manufacturer narrative:
On 15-sep-2023, the product investigation was completed. It was reported that a patient underwent an avnrt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that after removing the vizigo sheath from the patient, post procedure, it was noticed that a "piece of plastic or liner," had come out of the vizigo sheath, and it was strung between the sheath and patient's groin. They reported that the vizigo sheath and the plastic material were removed safely from the patient, and there was no injury or consequence to the patient at the time of the call. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no anomalies or damage on the device; however, an unknown plastic material was found outside the shaft. A fourier-transformed infrared spectroscopy (ftir) analysis of the foreign plastic material was performed, and it was concluded that the plastic material nature is mainly composed of polytetrafluoroethylene (ptfe) this component is part of the inner sheath. For this reason, a manufacturing investigation was performed, and it was determined that this issue is not related to the manufacturing process since the potential cause of the delamination of the ptfe is related to a combination of aggressive insertion/withdrawal of the dilator/catheter damaging and separating the inner part of the sheath. Device history record was performed for the finished device 00002035 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: failure to use the stylet for transseptal needle may inhibit the advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-mar-2023, bwi received additional information regarding the event. A baylis versacross needle was used. No resistance was noted upon insertion or removal. The needle was not modified or bent. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, a photo analysis was completed. Device investigation details (photo): a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a foreign material like a plastic thread were observed outside the vizigo sheath. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that after removing the vizigo sheath from the patient, post procedure, it was noticed that a "piece of plastic or liner," had come out of the vizigo sheath, and it was strung between the sheath and patient's groin. They reported that the vizigo sheath and the plastic material were removed safely from the patient, and there was no injury or consequence to the patient at the time of the call. The medical team was not sure if the insertion tube was used to introduce the catheters into the vizigo sheath. The valve was inspected and appeared undamaged. No needle was used. Foreign material on usable length of catheter is MDR-reportable.